Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with an ak 96 machine, the patient experienced eyelid edema. One hour and ten minutes post treatment, the patient presented with a weight gain of 2.9 kg. The patient had to perform another round of dialysis treatment and the ultrafiltration was set for 4kg over four hours of treatment. After treatment, a significant improvement in eyelid edema was observed. No additional information is available.

Manufacturer narrative:
H10: the device was not received for evaluation; therefore, a device analysis could not be completed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.